Event description:
According to the available information, in (B)(6) 2024, the patient had a titan implanted. The healing was difficult and there was swelling for 2 months. Under the care of a new urologist, the swelling subsided and the patient was directed to a cardiologist. Once healed from the surgery, it was noted that after pumping the device, it doesn't hold the pressure and is believed to be leaking. The pump requires constant pumping, or it loses pressure and deflates. At times it is very hard to pump and is inconsistent.

Manufacturer narrative:
B3: estimated date as no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, it was additionally reported the pump removed and replaced. The physician was unsure of the reason for the revision, though he did note that the patient was dissatisfied with how the pump felt during inflation. It is possible there was an air bubble in the system that contributed to increase resistance, but he drained and refilled without concern for finding any air.